Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/10/2015 with the following findings: during testing, the display was dim and discolored. The battery compartment was found to be cracked. The audio bolus button was unresponsive during testing; the pump cover was removed and the bolus button slug was found to be misaligned. Additionally, evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue, damage to the battery compartment, and a bolus button response issue with a misaligned slug. This report is made based on results of investigation completed on 12/10/2015.